Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported thrombosis/thrombus appears to be related to activated clotting time (act) below the target value. The reported patient effect of thrombosis/thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat a degenerative mitral regurgitation (mr) grade 3-4 with prolapsed posterior leaflet. Transseptal puncture was performed with no reported issue and heparin was administered (5.000 i.e). The maximum activated clotting time (act) during the procedure was 180 seconds. After advancement of the steerable guide catheter (sgc) into, thrombus was observed on the guide. Aspiration was performed and the guide was removed. The procedure was aborted with no clip implanted. Mr remained at grade 3-4. No additional information was provided.